Event description:
It was reported the patient presented to the emergency room with altered mental status, slow mentation, slow speech, and ¿some signs and symptoms¿ of withdrawal. The patient was confused and ¿barely conscious¿ and unable to give the physician good information. The physician was concerned that the pump may be ¿malfunctioning¿ and was admitting the patient to the hospital. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was last seen in the clinic on may 22nd. The patient called on august 5th to cancel their pump refill appointment on august 14th. The home infusion center was going to refill the pump on august 15th. Patient's alarm date is august 19th. The pump is delivering lioresal 500 mcg/ml at 100.13 mcg/day. Additional information reported the patient went to the emergency room (ER) on june 27th because of confusion. The patient does not recall being in the ER or the hospital. It was determined that the patient had a urinary tract infection and pneumonia. There was nothing wrong with the pump. The patient was put on antibiotics and is doing much better now.